Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3.5 months after the dental implant was installed in intraoral region#25, its non-osseointegration was observed. A 40 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type ii).